Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch ultra2 meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 2x daily and his results are usually around ¿7 mmol/l to 9 mmol/l.¿ the patient manages his diabetes with metformin pills (2x daily) and novorapid insulin (30 units 2x daily). The alleged issue began on (B)(6) 2013, at 730am. The patient obtained a blood glucose result of ¿8.6 mmol/l¿ with the subject meter. The reporter denied the patient made changes to his usual management routine. About 1 ½ hours after the start of the alleged issue, the reporter claimed the patient was sweating, felt unwell and was ¿in and out of consciousness.¿ the paramedics were reportedly contacted. The patient obtained a blood glucose result of ¿2.3 mmol/l¿ with the paramedics meter and was administered intravenous (IV) glucose as treatment. The patient was transported to the hospital for monitoring and additional testing. The patient¿s blood glucose was tested at the hospital; however, results were not provided. The patient was reportedly sent home from the hospital later that same afternoon. The patient obtained a result of ¿14.5 mmol/l¿ with the subject meter that afternoon. On the evening prior to the start of the alleged issue, it was reported the patient obtained a result of ¿8.8 mmol/l¿ with the subject meter which was within his usual range. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/20/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/11/2013 and 9/12/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/12/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/30/2013 and 10/3/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.